Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: as reported by the user facility: details: during preparation for surgery, the product was filled with contrast medium and saline to bleed air in order to expand the product. At that time, the tip was connected to a three-way stopcock. However, it could not be used because air entered from a place other than the three-way stopcock. The product was replaced and surgery was successfully completed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was provided for evaluation. The returned sample was visually evaluated per specification and no defect was detected. We are not able to perform any visual and physical test on the stopcock without the physical sample. However, the inflator syringe was tested for leakage per specification with passing result. Therefore, the defect is not confirmed. Based on the results of the sample evaluation, the product met internal specifications. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.